Manufacturer narrative:
Serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2024, the physician reported that prior to the procedure the physician scoped the patient using a omni scope and noticed that the patient had a couple of fibroids which she ablated using the sonata system. The physician then proceeded to perform a novasure procedure. Physician was experiencing difficulty getting the patient´s width after a couple of attempts could only get 2.9 cm. The device did not pass the cavity initial assessment test at this point the physician scoped the patient and observed a perforation at the fundus. Patient was doing fine and being monitored. No treatment provided. Doctor suspected that the perforation happened from the distal tip of the novasure device when seating the device and that the patient fundus was very thin.